Manufacturer narrative:
Citation: rüffer a et al. Mid-term experience with the hancock porcine-valved dacron conduit for right ventricular outflow tract reconstruction. European journal of cardio-thoracic surgery 42 (2012) 988¿995. Doi:10.1093/ejcts/ezs103 advance access publication 3 april 2012 earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a ten year experience with the hancock valved conduit in right ventricular outflow tract (rvot) reconstruction. All data were collected from a single center between august 2000 and july 2010. The study population included 63 patients (predominantly male, mean age 13 years, median weight 44 kg), all of which were implanted with medtronic hancock valved conduit. Within this population, six patients had medtronic contegra conduit and eight patients had hancock conduit previously implanted. No serial numbers were provided for any of the medtronic product. Among all patients, six deaths occurred (three early and three late). Causes of death included: 1 thrombosis of sinus venosus, 2 cardiac failure, 1 unknown, 1 renal failure, and 1 unspecified conduit failure with arrhythmia during diagnostic catheterization at another institution. Of these deaths, only the latter was potentially attributed to medtronic product. No further details were provided regarding the deaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.